Manufacturer narrative:
Secondary surgery, evaluation: results: a lens work order search was performed and no similar complaints were found within the work order.

Event description:
The reporter stated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in 2009. The icl was explanted one week later, due to excessive vaulting. The lens was exchanged for a shorter lens.